Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Upon visual inspection of the picture, it was observed to be ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 330cc mentor memoryshape, catalog # 3341205g, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent a breast reconstruction revision with a 330cc mentor memoryshape gel breast implant and experienced postoperative right-sided rupture. As a result, the patient underwent removal and replacement with 350cc mentor memoryshape breast implant, catalog # 3341209, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2017.